Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, elevated metal ion levels, metallosis and metal poisoning. Subsequently, the patient was revised on (B)(6) 2013. The modular head and acetabular component were removed and replaced with cement spacer molds. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the patient¿s medical report noted patient allegations of pain, limping, popping and clicking.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, elevated metal ion levels, metallosis and metal poisoning. Subsequently, the patient was revised on (B)(6) 2013. The modular head and acetabular component were removed and replaced with cement spacer molds. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05943/05944).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2003. Patient's legal counsel reports patient allegations of pain, elevated metal ion levels, metallosis, and metal poisoning. Subsequently, the patient was revised on (B)(6) 2013. The modular head and acetabular component were removed and replaced with cement spacer molds. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the patient's medical report noted patient allegations of pain, limping, popping and clicking. Additional information received in patient's operative notes report the presence of synovitis with yellowish appearance, corrosion at the base of the head and neck junction, bone loss, and hypertrophic tissue.